Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for ziv6-80-12-4.0 of lot number c1945060 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the intended use section of the instructions for use (ifu0041) which accompanies this device instructs the user: ¿the product is intended for use in the iliac arteries for the following treatments: arteriosclerotic stenosis, total occlusions that have been recanalizated.¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information provided it is known that the device was used in sfa stenting. As previously noted, the stent is indicated for use in the iliac arteries. Placing a device in the incorrect location where it has not been tested can cause resistance and difficulty to reach the lesion site. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, ¿unable to push stent for the procedure¿. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 25-jul-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Unable to push stent for the procedure. As per the end user the patient has calcified anatomy, unable to cross with the stent as it didn't open properly.